Manufacturer narrative:
Media review: provided images were reviewed by a boston scientific quality engineer. The images show evidence of guidewire lumen detachment from the cage tip. The guidewire stuck allegation could not be confirmed via the provided images and as the device was not returned for analysis.

Event description:
It was reported that the guidewire was stuck inside the catheter. During a pulse field ablation to treat atrial fibrillation (a fib) a farawave was selected for use. The catheter preparation proceeded normally, and the physician successfully ablated the two superior veins with the original device. However, when transitioning to the right inferior vein, the physician switched to the basket configuration for applications. Upon attempting to pull back on the handle to switch to the flower configuration, the catheter did not move. After removing the catheter, it was discovered that the distal end of the guidewire lumen had broken off and was completely stuck inside the base of the catheter. The guidewire was outside the catheter during both the basket and flower configurations, and the catheter was adequately removed from the sheath. The device was replaced. The procedure was completed without further complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in block(s) h6.

Event description:
It was reported that the guidewire was stuck inside the catheter. During a pulse field ablation to treat atrial fibrillation (a fib) a farawave was selected for use. The catheter preparation proceeded normally, and the physician successfully ablated the two superior veins with the original device. However, when transitioning to the right inferior vein, the physician switched to the basket configuration for applications. Upon attempting to pull back on the handle to switch to the flower configuration, the catheter did not move. After removing the catheter, it was discovered that the distal end of the guidewire lumen had broken off and was completely stuck inside the base of the catheter. The guidewire was outside the catheter during both the basket and flower configurations, and the catheter was adequately removed from the sheath. The device was replaced. The procedure was completed without further complications. The device is expected to be returned for analysis.

Event description:
It was reported that the guidewire was stuck inside the catheter. During a pulse field ablation to treat atrial fibrillation (a fib) a farawave was selected for use. The catheter preparation proceeded normally, and the physician successfully ablated the two superior veins with the original device. However, when transitioning to the right inferior vein, the physician switched to the basket configuration for applications. Upon attempting to pull back on the handle to switch to the flower configuration, the catheter did not move. After removing the catheter, it was discovered that the distal end of the guidewire lumen had broken off and was completely stuck inside the base of the catheter. The guidewire was outside the catheter during both the basket and flower configurations, and the catheter was adequately removed from the sheath. The device was replaced. The procedure was completed without further complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.